Event description:
It was reported that resistance was encountered during advancement of the stent delivery system (sds) onto another company's guide wire, and the tip was observed to separate from the sds. No pt involvement was reported.